Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the patient was lost to follow-up from 5 years ago and had not been returning for evaluation, as he had relocated to another state. The patient presented emergently with a type 1 endoleak and the stent graft was found to have migrated. This was attributed to aortic neck dilatation due to disease progression. The decision was made to place a talent converter. Outside the patient the converter was deployed in order to fenestrate it at the location of the renal artery. The stent graft reloaded into the delivery catheter and deployed so that the fenestration lined up with the left renal artery. The endoleak was successfully resolved by placement of a talent converter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Required intervention) - (B) (4). Results: migration, endoleak; dilated aortic neck.